Event description:
It was reported that the anesthesia workstation failed the pressure transducer test during system checkout. There was no patient involvement. Manufacturer's reference #: (B)(4).

Manufacturer narrative:
The investigation of the reported event has been completed. Our distributor investigated the system and the reported failure was reproduced. According to the information provided by the distributor, the issue was solved by replacing the inspiratory pressure transducer printed circuit board (pcb). Evaluation of the received device logs confirmed the reported problem and the logs indicate a faulty inspiratory pressure transducer pcb. No parts have been returned for further analysis of the issue. The pressure transducer pcb is part of the pressure measuring in the system. A faulty pressure transducer pcb may lead to inaccuracy in pressure measurement. This will be detected during system checkout if present, and high priority alarms will be generated if the failure occurs during treatment. The root cause of the reported issue has not been determined.

Event description:
Manufacturer's reference #: (B)(4).